Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced infusion set tubing detached from hub event on (B)(6) 2024.the infusion set has been used for a couple of hours. No further information was available.